Event description:
The tourniquet was used on a setting of 300 on the upper leg during a nerve grafting to the arm on a traumatic injury. The tourniquet was deflated after one hour. According to the readout on the machine, the tourniquet had been deflated. It was noted at a later time that blood flow had not been restored to foot. The inflation tubing was disconnected from the bottom of the tourniquet unit. Blood flow was still not restored and it was discovered that the tubing had kinked after inflation and had not deflated as expected at 1 hour. The prolonged tourniquet time (4 hours) caused significant thigh pain and edema which interfered with patient recovery and mobilization.======================manufacturer response for tourniquet ,smart pump, (brand not provided) (per site reporter).======================it doesn't give you an alarm after the pump is inflated - normal operation.